Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A follow-up report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Lower anterior sigmoid resection- "the surgeon was in the middle of a lower anterior sigmoid resection and when performing a hand exchange the entire (B)(4) popped out with the white outer ring attached and the sleeve was found to be ripped through completely 360 degrees. The inner ring fell into the patient. The surgeon was able to remove the inner ring during the same procedure with no adverse outcome to the patient." Patient status - no adverse patient outcome.

Manufacturer narrative:
The event product was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the event. A review of the manufacturing records for this lot confirmed that the product passed all manufacturing and quality inspections. All gelport® units undergo 100% visual inspection during the assembly and packaging process. The exact root cause of the event remains unknown. Similar reports have shown that a tear in the alexis can be caused by a sharp instrument. It is possible that the sharp instrument punctured the taut sheath and propagated into a tear during the hand exchange. Although the root cause of the event could not be confirmed, applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.